Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: after anastomoses was completed, the black return knob was released but the distal part of anastomosed tissue would not be removed from device. With reversing the operated tissue, a surgeon confirmed the mucosa tissue was stuck to the channel of clamp bar of cartridge. For recovery and release of device and concerning part of mucosa tissue was resected ans sutured additionally. Operating time was extended less than 30 minutes. It is unk if reinforcement material was used.

Manufacturer narrative:
(B)(4).